Manufacturer narrative:
(B)(4). Information was provided by the manufacturer. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss inspected the phacoemulsification unit and the handpiece. The handpiece was checked and tested for irrigation and suction. The fss found the handpiece to be working properly. There were no obstructions in the port of the handpiece. Fss was not able to confirm or observe any issues with the operation of the system. The fss ran a full system diagnostic check out test. The fss performed a field service checklist. The fss was not able to identify an explanation for the event. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn in the patient's right operative eye. The surgery center reported having 501 and 502 priming errors during a cataract procedure. An abbott technical support and an abbott sales representative troubleshot with the surgery center. The surgery center requested service on the phacoemulsification machine. Sutures were required to close the wound from the corneal burn. The procedure was completed. The surgery center indicated the patient outcome is expected to have no complications.